Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of the coating on the cord section near the connecting section is peeling off in jagged patches. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, scratches were observed on the distal tip. There was no patient involvement.